Manufacturer narrative:
Patient information was unavailable. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4), ubd: unknown, UDI #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the localizer was not connected in the software. The camera, system control unit (scu), and cable from the camera to scu was replaced. The system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for analysis. Analysis found that as reported the returned scu would not power up. A check of the line fuses found that both were blown. Replacing the fuses returned the scu to normal function. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the psu powered up on the test bench was found to be fully functional. A check of the event log did not reveal any events. The psu passed an accuracy test. No problem was found. The cable was returned to the manufacturer for analysis. Analysis found that the returned cable was in good condition and passed a continuity test with no opens or shorts detected. No problem was found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intra-operatively, there was a "x" displayed on the camera mark and it was not possible to use the product. The power of the system control unit (scu) was not turned on. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome or surgical delay.